Event description:
Reporter stated that a neonate capillary sample was tested, using the suspect device, with a result of 23 mg/dl. Reporter indicated that, although the neonate was treated based on the value obtained on the suspect device, she was unable to provide any details of pt's treatment. Reporter noted that, within an hour, a venous sample from the same pt measured 182 mg/dl, in the faiclity's lab. Pt's current condition was not provided. Quality control testing and linearities were reportedly performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product; however, reporter declined.